Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure to treat a liver tumor using ruby coils. During the procedure, the physician successfully deployed and detached two ruby coils into the target vessel using another manufacturer¿s microcatheter. After advancing the third ruby coil half way out of microcatheter, the physician experienced resistance and decided to retract the coil; however, while the ruby coil was being retracted, it unintentionally detached and deployed a little higher than the physician wanted but was left in the patient. The procedure then ended at this point. It should be noted that the physician did not use a rotating hemostasis valve (rhv) and did not maintain a continuous flush. However, the microcatheter was flushed between each coil used during the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
''Other'' reason for non-evaluation. The coil was implanted in the patient and the rest of the device was disposed of.